Manufacturer narrative:
Date of event: date of event was approximated to 01/01/2021 as no event date was reported. (B)(6). (B)(4). Investigation results: a photo of the device packaging was submitted but did not show the complaint device. A visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and were in good condition. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. Additionally, during the microscopic inspection, the balloon was dissected to inspect the ro markers and no damages were found. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to the observed pinhole near the proximal ro marker of the body of the balloon, thereby confirming the reported event of balloon inflation failed. It is possible that the interaction between the balloon with scope and other devices during the procedure could have created friction on the balloon, causing the found failure of balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instruction for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, it was noted that the balloon did not hold pressure. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event (see for investigation details).